Event description:
Customer called asking what parts need to be replaced during a "blood back" event. Provided the customer with our blood back parts list and explained the guidelines for replacement. The device was not replaced due to the stability and complexity of the pt. The pt is deceased, but not due to the blood back incident or the balloon pump according to the customer. Customer intends on reporting this device themselves. They have informed me that the balloon is not available for investigation.

Manufacturer narrative:
The customer elected to perform the repairs on the iabp. He replaced safety disk, crm, blood detect tubing, and the fill tubing. The customer also informed us, that the blood did not go any further that the replaced reports. The iabp was placed in service. The manufacture device history record for the iabp involved in the event was reviewed. There are no nonconformances related to the reported event. The iab event will be documented on medwatch 2248146-2014-00425. (B)(4).